Event description:
The report is from the study. The patient is a male with 3-vessel disease and a history of obesity and smoking. A staged procedure was planned at the time of the index procedure because of time or logistics. The patient was taking no relevant medications at baseline. The indication for the index procedure was unstable angina pectoris. The target vessel was the proximal left anterior descending artery. The vessel diameter was 3.5mm and the lesion length was 10mm. Pre-procedure stenosis was 95%. The lesion was de novo, ostial, concentric and had no tortuousity or calcification. The lesion was pre-dilated with a 2.5 x 12mm balloon at 6 atm. A cypher was deployed at 16 atm and was post-dilated with a 3.75 x 10mm balloon at 18 atm, because the stent was not fully expanded. Post-procedure stenosis was 0%. Two days after the index procedure, the patient had a staged procedure to treat a 90% stenosis in the posterolateral branches. The report also states that there was a 90% stenosis of the proximal lad. However, it also states there is no in-stent restenosis or peri-stent restenosis. The patient was discharged 3 days after the index procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.